Manufacturer narrative:
Despite reasonable follow up for additional information regarding the circumstances of the event; no additional information was provided. A clinical evaluation of similar fiber malfunctions had concluded that "fiber malfunction in the proximal end or connector will require replacing the fiber. Since it is a consumable product, it is the common practice that hospitals will maintain more than one fiber. Using a number of fibers in the same case is not an unusual scenario but rather part of the routine care where patient anatomy and treatment targets may change throughout the procedure and will require different fibers and approaches. Therefore, change of fiber, that did not cause serious injury such as delayed procedure/canceled procedure/use of alternative device etc, is not a reportable event in vast majority of the cases". Lumenis cannot rule out that the fiber tip had broken off in the patient's anatomy, and in an abundance of caution lumenis is reporting this event. A review of subject device labeling, (pb-1148530en_c - endure fiber instructions for use), revealed that: "warning - lasers generate a highly-concentrated beam of light which may cause injury if improperly used. To protect the patient and operating personnel, users should read and comprehend all information provided in this instructions for use document and in the operator's manuals provided with lumenis co2 laser systems." "Warning - all personnel in the treatment room, including patients, must wear protective eyewear when the co2 laser is in use." "Warning - the area around the target site can be protected with wet towels or gauze sponges. If allowed to dry, these protective towels and sponges can increase the potential fire hazard." "The fiberlase endure fiber is intended for use in non-contact mode. If the tip is damaged during surgery, it can be quickly repaired using the fiberlase fiber renewal kit". A two year historical review of endure fiber complaints does not show this malfunction as ever having led to an injury. Should new information become available and if there will be a significant change, then lumenis will file a follow-up MDR. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. 34-01-04-00) and per post marketing surveillance procedure (doc no. 1005539). Should new information become available the complaint file will be reopened and updated accordingly.

Event description:
It was reported by a foreign user facility that during a procedure in which a lumenis endure fiber was being utilized, the fiber had broken during the procedure. No patient complications reported as a result of this event.